Event description:
It was reported that the sensing thresholds had decreased and the capture threshold had increased. The lead was found to be dislodged. The morphology of the ICD was programmed to passive to see if the situation stabilized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that at the subsequent follow-up visit, chest x-ray showed no signs of dislodgement and the thresholds had stabilized. The physician had no further concerns.